Event description:
It was reported that this patient was scheduled for a therapy upgrade. The patient had a dual lead pacemaker system but was occluded and was not a candidate for extraction. The pacemaker system was surgically abandoned. A dual lead implantable cardioverter defibrillator (ICD) system was successfully implanted. A x-ray was performed, and the physician advised the pacemaker and ICD leads are not touching and there is more than an inch of separation. After the procedure greater than three seconds of asystole were observed. The field representative requested technical services (ts) review. Ts reviewed and found in addition there was an intermittent signal. Ts suggested this could be air escaping from the header of the ICD. The ICD was reprogrammed. The pacemaker system was turned back on and programmed for backup pacing. The clinic will continue to monitor. Additional information was requested but not provided at this time. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient was scheduled for a therapy upgrade. The patient had a dual lead pacemaker system but was occluded and was not a candidate for extraction. The pacemaker system was surgically abandoned. A dual lead implantable cardioverter defibrillator (ICD) system was successfully implanted. A x-ray was performed, and the physician advised the pacemaker and ICD leads are not touching and there is more than an inch of separation. After the procedure greater than three seconds of asystole were observed. The field representative requested technical services (ts) review. Ts reviewed and found in addition there was an intermittent signal. Ts suggested this could be air escaping from the header of the ICD. The ICD was reprogrammed. The pacemaker system was turned back on and programmed for backup pacing. The clinic will continue to monitor. Additional information from the field representative provided the pacemaker is expected to be turned off again after the two week follow up. In addition, the physician agreed the intermittent signal was air escaping from the header of the ICD. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient was scheduled for a therapy upgrade. The patient had a dual lead pacemaker system but was occluded and was not a candidate for extraction. The pacemaker system was surgically abandoned. A dual lead implantable cardioverter defibrillator (ICD) system was successfully implanted. A x-ray was performed, and the physician advised the pacemaker and ICD leads are not touching and there is more than an inch of separation. After the procedure greater than three seconds of asystole were observed. The field representative requested technical services (ts) review. Ts reviewed and found in addition there was an intermittent signal. Ts suggested this could be air escaping from the header of the ICD. The ICD was reprogrammed. The pacemaker system was turned back on and programmed for backup pacing. The clinic will continue to monitor. Additional information from the field representative provided the pacemaker is expected to be turned off again after the two week follow up. In addition, the physician agreed the intermittent signal was air escaping from the header of the ICD. This ICD remains in service. No additional adverse patient effects were reported.